Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The fse reported the primary alarm failed. The fse reviewed system log and discovered the motor control board speaker did not pass the power on self-test (post) to address the failure, the motor control board speaker was replaced. The part was returned to the manufacturer for investigation: it was determined the electrical open in the speaker created the primary alarm failure (1102 e/c). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator has generated error - primary alarm failed. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.